Event description:
Had the essure procedure done 2014 and it has been bad since implanted. I would not stop bleeding. Then the doctor performed ablation and my periods went back to some what normal. Then in (B)(6) 2014 my periods stopped completely and my sex life went away. I have pain all the time. Doctor prescribed pain medication. I have headaches as well.